Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer's insulin pump does not seem to be delivering insulin. The device stopped working a couple of days ago and customer has been on manual injections. There are no error messages. The issue occurred two days ago and once a couple of months ago. The boluses are not moving. The device alarm history showed no alarms. Customer was advised of proper insertion and site methods. Customer did a manual bolus and it was recorded in the device. Customer's blood glucose was not provided. Customer was advised to change her infusion set and call back if the issue recurs. Nothing further reported.